Event description:
It was reported that an "eyelash-like material was observed near the cal-cup before use." There were no patient complications reported.

Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation in original tray. Tyvek sheet was peeled off and not returned. As received, a hair-like substance was attached with tape on the tray near the cal-cup. The substance was black and wavy and the hair follicle-like end was visible. The substance was measured at approximately 5 cm in length. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the catheter body or returned syringe was observed. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of contamination issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.